Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy :- ectopic'), genital haemorrhage ('general abnormal bleeding') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding') in a 37-year-old female patient who had essure (batch no. A66686, a06688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included body mass index normal and cesarean section. Current weight 183 lbs. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for birth control as well as sulfamethoxazole;trimethoprim (mortin) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced iron deficiency anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), arthralgia ("pain/ joints"), pelvic pain ("pain/ pelvis/chronic") and back pain ("pain/ back"). In (B)(6) 2014, the patient experienced rash papular ("rashes or skin conditions type: small itchy bumps") and was found to have the first episode of weight increased ("weight gain/ loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches / severe headaches"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced genital haemorrhage (seriousness criterion medically significant), uterine pain ("uterine pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and the second episode of weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, vaginal haemorrhage, female sexual dysfunction, rash papular, migraine, iron deficiency anaemia, dysmenorrhoea, dyspareunia, vision blurred, fatigue, alopecia, arthralgia, pelvic pain, back pain, uterine pain, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, hormone level abnormal, headache, nausea and the last episode of weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered alopecia, arthralgia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash papular, urinary tract disorder, uterine pain, vaginal haemorrhage, vision blurred, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: 3 coils on right and 1 coil on left discrepancy noted insertion date: (B)(6) 2013 previously reported and (B)(6) 2013 in current pfs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Lot number: a06688 manufacture date: 2012-05 expiration date: 2015-05. Lot number: a66686 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy :- ectopic'), genital haemorrhage ('general abnormal bleeding') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding') in a 37-year-old female patient who had essure (batch no. A66686, a06688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included body mass index normal and cesarean section. Current weight 183 lbs. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 for birth control as well as sulfamethoxazole;trimethoprim (mortin) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced iron deficiency anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), arthralgia ("pain/ joints"), pelvic pain ("pain/ pelvis/chronic") and back pain ("pain/ back"). In (B)(6) 2014, the patient experienced rash papular ("rashes or skin conditions type: small itchy bumps") and was found to have the first episode of weight increased ("weight gain/ loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches / severe headaches"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced genital haemorrhage (seriousness criterion medically significant), uterine pain ("uterine pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and the second episode of weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, vaginal haemorrhage, female sexual dysfunction, rash papular, migraine, iron deficiency anaemia, dysmenorrhoea, dyspareunia, vision blurred, fatigue, alopecia, arthralgia, pelvic pain, back pain, uterine pain, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, hormone level abnormal, headache, nausea and the last episode of weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered alopecia, arthralgia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash papular, urinary tract disorder, uterine pain, vaginal haemorrhage, vision blurred, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: 3 coils on right and 1 coil on left discrepancy noted insertion date: (B)(6) 2013 previously reported and (B)(6) 2013 in current pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2021: medical record received. Lot number, reporters information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy :- ectopic'), genital haemorrhage ('general abnormal bleeding') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included body mass index normal and cesarean section. Current weight (B)(6). Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for birth control as well as sulfamethoxazole; trimethoprim (mortin) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced iron deficiency anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), arthralgia ("pain/ joints"), pelvic pain ("pain/ pelvis/chronic") and back pain ("pain/ back"). In (B)(6) 2014, the patient experienced rash papular ("rashes or skin conditions type: small itchy bumps") and was found to have the first episode of weight increased ("weight gain/ loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches / severe headaches"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced genital haemorrhage (seriousness criterion medically significant), uterine pain ("uterine pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and the second episode of weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, vaginal haemorrhage, female sexual dysfunction, rash papular, migraine, iron deficiency anaemia, dysmenorrhoea, dyspareunia, vision blurred, fatigue, alopecia, arthralgia, pelvic pain, back pain, uterine pain, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, hormone level abnormal, headache, nausea and the last episode of weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered alopecia, arthralgia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash papular, urinary tract disorder, uterine pain, vaginal haemorrhage, vision blurred, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: 3 coils on right and 1 coil on left. Discrepancy noted insertion date: (B)(6) 2013 previously reported and (B)(6) 2013 in current pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events general abnormal bleeding, rash/skin condition, metrorrhagia (bleeding between periods), psych injury, pregnancy: ectopic, bladder problems, urinary problems, hair loss, hormonal changes, headaches, nausea, weight gain were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.